Manufacturer narrative:
There were no alarms on the last calibration performed on (B)(6) 2019. Quality controls were within range, showing no indication of a reagent or instrument performance issue. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys estradiol iii assay on a cobas 8000 e 801 module. The patient sample initially resulted with an estradiol value of 2103 pg/ml and this value was reported outside of the laboratory to the medical personnel. The medical personnel questioned the result and asked for a repeat of the sample. The sample was repeated, resulting with a value of 1314 pg/ml. The sample was also repeated on a second e 801 analyzer, resulting with a value of 1264 pg/ml. The estradiol reagent lot number was 394045. The reagent expiration date was requested, but not provided.